Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were ventricular high rate episodes that showed noise on the ventricular electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.